Manufacturer narrative:
Follow-up #1: date of submission 07/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: a call service 078 alarm was observed in the black box. During the rewind step, the pump gave a call service 078 alarm. Moisture was observed in the display. The battery compartment was cracked along the side of the pump. A leak test verifieed that there was a leak in the battery compartment. Moisture damage was found inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump had emitted multiple cs 078 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.